Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer had a new pump and started using a sensor yesterday. Customer received a lost sensor but was not able to reconnect it. Customer's blood glucose was over 400 mg/dl today and he treated with insulin after the communication error. Caller was assisted in reprogramming the transmitter ID. Caller was advised that the transmitter did not communicate due to an incorrect ID. Customer will be shipped a courtesy sensor.